Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the lead extend/retract fixation was out of specification.

Event description:
It was reported that during the implant procedure, the right ventricular lead helix could not be extended prior to implantation. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead helix could not be extended prior to implantation. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.